Event description:
I had breast augmentation (B)(6) 2016 I replaced 15 y/o saline implants with allergan biocell textured silicone implants, at the recommendation of my plastic surgeon. They have been recalled. About the end of 2017, I started experiencing a number of strange symptoms that I never had prior to silicone implants. What began as mild aches and pains has increased exponentially into constant pain and the amount of symptoms continues to increase. I have sharp pains inside and under both breasts. I have a constant pulling feeling in my chest muscles above the implants. I feel a burning sensation mostly in my right breast. I have extreme neck pain, shoulder pain, and upper back pain. I have muscle spasms in my neck and shoulders. I have moderate joint pain in my hips, elbow and bottom of my feet. I'm in constant pain 24/7 to the point I'm seeing 3 different specialists. I have frequent headaches. My heart races at times for no reason. I get out of breath sitting still. I experience itchy rashes on my breasts and in my armpits to the point I leave bruises from scratching. My vision has drastically diminished, my eyes are very dry, and I can no longer see to drive at night. I recently began to have indigestion, reflux and food intolerances. My skin and hair have changed in appearance. I'm experiencing bad anxiety. I feel off balance. I experience dizziness and bouts of nausea. My ears ring. I feel like I'm in a fog or a daze. I've become forgetful. I don't retain info. I can't find my words or I find that I'm mispronouncing words. None of this is normal for me. I've always been a healthy individuals. I've gone to more drs and specialists in the last 12-18 months than I ever have in my life. All these symptoms are foreign to me. I just turned (B)(6) but my body feels 80. It all has to be related to the silicone in the implants. FDA safety report ID# (B)(4).